Event description:
It was reported that the patient presented to the emergency room with syncope episode. During interrogation noise was noted on the right ventricular lead causing pacing inhibition. The device was reprogrammed successfully, the patient did fine after procedure.

Manufacturer narrative:
(B)(4).